Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, insertion tube leak, shrink tube, bending section deep scratch, insertion tube peeling, and light guide tube peeling/scratches were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera 4k uhd camera control unit display an e117 error. The event occurred during preparation for use and a similar device was used. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error codes were due to a faulty camera control unit (ccu). However, the specific cause of the faulty ccu could not be established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿make sure that the video connector, its electrical contacts, and optical connecting part are completely dry before connecting the plug to the camera control unit. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Connect the video connector all the way into the video connector socket. An improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the camera head is disconnected, the color bar is displayed. Do not touch any of the electrical contacts inside the video connector socket of the camera control unit. Otherwise, the camera control unit may malfunction.¿ olympus will continue to monitor field performance for this device.